Manufacturer narrative:
(B)(4). Device passed the rewind, basic occlusion, prime and displacement test. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
Customer reported via phone call that the insulin pump was not working and had motor error alarm. Customer's blood glucose value was 251 mg/dl. Customer stated the drive support cap appears normal. Customer stated they were able clear the alarm also able to complete pump rewind. Customer did not report motor position encoder error alarm. The device will be returned for analysis.